Event description:
Per customer during prep: "the keyboard does not work, only button on/off works."

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, several technical errors 24 were found but this is not related to the reported event. The device was not sent to brézins as repaired were performed locally. Regarding the technical error 24 seen in the log, the device clamp motor was tested and was found functional. No action was performed regarding this event. Note: a internal CAPA is addressing this issue and reported serial number was manufactured before implementation of this corrective action. The keyboard was also tested and the reported event was reproduced. Several keys were found not responsive. The keyboard was sent to brézins for further investigation. Visual check did not reveal any issue so part was cross-tested. The reported event was again reproduced as some keys were found not responsive. Internal inspection found a cut in the track matrix with oxydation which was likely due to slow infiltration. Note : we strongly recommend users to follow the disinfecting and cleaning processes that are clearly indicated in the ifus. To our knowledge this complaint was not being related to patient safety. This complaint is considered as misuse. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.